Event description:
It was reported that during a sleeve gastrectomy procedure, during the third firing, the tissue seemed to be pushed to the end tearing the stomach tissue and not forming a correct staple line. The staples were not formed properly and the tissue where the firing occurred was compromised. The remainder firings were completed with out incident and the area of the stomach where the reload misfired with incomplete staple line was over sewn with 2-0 prolene. After the stomach was removed, a leak test was performed with success and passed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b cartridge reload was received. The reload was received fully fired and with cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional test could be performed due to the condition of the reload. The reported event could not be confirmed as no device was returned for analysis. When firing the device please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The batch record was reviewed and no anomalies were noted during the manufacturing process.